Manufacturer narrative:
The insulin pump was received with unresponsive buttons and button error alarm due to corroded keypad traces. No moisture damage found on electronic assembly/motor. The insulin pump had cracked display window corner, cracked lcd window, cracked battery tube threads, broken belt clip slot at battery tube threads area, cracked reservoir tube lip and cracked reservoir tube window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 202 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.